Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00547 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, two clips would not open properly to secure the surface of tissue, where a polyp was located, because they could not get the clips out of the sheath. They were in a retroflex position with the scope. The bleed was able to be treated effectively and efficiently with one other clip. This event did not exacerbate the bleeding. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00547 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, two clips would not open properly to secure the surface of tissue, where a polyp was located, because they could not get the clips out of the sheath. They were in a retroflex position with the scope. The bleed was able to be treated effectively and efficiently with one other clip. This event did not exacerbate the bleeding. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and was not returned. There was a kink near the handle. The control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)